Event description:
Procedure type: laparoscopic sigmoidectomy. According to rptr: the gray seal broke during the case. Used another device. No bleeding. The broken piece was retrieved. No tissue damaged. Not extended more than 30 mins. No pt info available. No pt info available. No pt injury was reported.

Manufacturer narrative:
(B) (4).